Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection. No additional patient or event information is available. Data was not provided for evaluation. Confirmation of the allegation and a root cause could not be determined.